Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely friction led to the cut mark, deformation led to the kink and a leakage issue led to the internal oil leaking, which led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a cut mark on the probe body, several kinks on the probe body, and internal oil leaked out on the probe body. There was no patient involvement.